Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported placing midline at facility. Finished accessing vessel and needle didn't safety, possible needle stick to clinician. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a detached safety mechanism is confirmed; however, the exact cause is unknown. Two photographs of a secureloc introducer needle were returned for evaluation. An initial visual observation of the photographs showed the safety mechanism was completely detached from the needle shaft. The barrel of the safety mechanism did not appear to be damaged and no damage was observed on the needle shaft. Use residue was observed within the device in the returned photographs. There were no distinguishing features in the returned photographs of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported placing midline at facility. Finished accessing vessel and needle didn't safety, possible needle stick to clinician. No other information was provided.